Event description:
It was reported that in april, following a pci with stent placement for treatment of angina pectoris (ap), an 8f angio-seal sts plus was deployed in the left femoral arteriotomy and hemostasis was achieved. No pre-deployment angiogram was performed. The pt ambulated twelve hours later and was discharged. In may, the pt returned to the hosp for the first follow-up visit, and complained of mild discomfort. Approximately 90 days later, the pt experienced claudication symptoms and returned to the hosp. An angiogram revealed a 99% stenosis in the distal common femoral artery (cfa). Allegedly the anchor, collagen and suture were inside the bifurcation of the superficial femoral artery (sfa) and deep femoris artery (dfa). The next day a percutaneous transluminal angioplasty (pta) was performed and a stent was placed. The anchor, collagen and suture were compressed against the arterial wall and a stent was placed between the cfa and sfa. The stenosis was reduced to zero and the angle brachial index (abi) increased from 0.6 pre-procedure to 0.9 post procedure. Six days later, the pt had recovered and was discharged.

Manufacturer narrative:
No product was returned for evaluation - review of the device history record was not possible since the lot number was unknown. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angioseal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal patient info guide states with 60 ? 90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.